Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side "intracapsular rupture", "fall of the right breast", "slight ptosis".

Event description:
Healthcare professional reported for right side "intracapsular rupture", "fall of the right breast", "slight ptosis". The device remains implanted. Healthcare professional reported "ptosis and softening".